Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during intraocular lens (iol) implant procedure, the procedure was performed with a 2.4mm corneal incision, and although the lens was inserted using the wound assist method, the implant could not be successfully performed. It was also stated that both the primary and backup lenses could not be successfully implanted in two consecutive attempt and the lenses are not inside the eye. Since the lenses could not be inserted a backup lens non company was used in the surgery. Additional information has been requested but is not available at the time of this report.